Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8198185. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that pegasus gn 18ga x 1.16in prn non-pvc had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: it's noticed that safety shield activation failure after completed penetration.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn non-pvc had a safety shield failure. This was discovered during use. The following information was provided by the initial reporter: it's noticed that safety shield activation failure after completed penetration.